Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery: ---no information. In what procedure was the device used: ---distal gastrectomy. How was the common channel of the anastomosis closed: ---no information. How was the leak identified? Where was the leak identified: ---the leak was identified from the drainage. On the re-operation the leak was identified not from the staple line but from the side of the staple line. The tissue of the side of staple line was damaged and additional suture was performed to recover it. The doctor said the thickness of the tissue was one possible cause of the leak. Were there any issues with staple formation; if so, please describe the shape of the staple. ---the doctor said the shape of staple seemed to be b-shape. What is the current patient status: --- the patient recovered and discharged from hospital.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during unknown procedure, a leak was confirmed next day. The cartridge color was blue. The device was used on duodenum. The re-operation was performed next day and hand suture was performed. The patient recovered after the re-operation. No device will be returning.